Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (date performed unknown). According to the complainant, the power level repeatedly dropped from 40w to 2w during the procedure, and the issue was isolated to the device's "cut" mode. The generator was being used to perform a sphincterotomy, but it is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found many scratches and areas of discoloration on the cover. All knobs and switches functioned properly. The endostat iii return evaluation procedure found that the unit met all specifications; all connections inside the unit were checked and wires were manipulated during energy delivery but no problems could be found. The unit was tested several times in the monopolar mode with the output set to 40w and no issues were noted. The monopolar output was noted to be at the lower end of specification. The condition of the returned device was not consistent with the complaint that the power level repeatedly dropped from 40w to 2w; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (date performed unknown). According to the complainant, the power level repeatedly dropped from 40w to 2w during the procedure, and the issue was isolated to the device's "cut" mode. The generator was being used to perform a sphincterotomy, but it is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event.